Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an externalized conductor on their right ventricular lead. The lead was capped and replaced on (B)(6) 2020. Patient was stable after the procedure and no symptoms were reported.

Manufacturer narrative:
Corrections: b5, d7.

Event description:
New information received noted that the lead was actually explanted and replaced, not capped and replaced, on (B)(6) 2020.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 7.3 - 9.0, 10.6 - 11.2, and 14.5 - 15.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.